Manufacturer narrative:
Investigation conclusion: the customer did not provide any laboratory reference values for comparison. The accuracy of the customer's results could not be determined without additional information. It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house strip testing on strip lot 367839a meets release criteria. The product performed as expected. A review of the manufacturing batch records for the reported strip lot did not uncover any non-conformances. The lot meets release specifications. The customer was reported to have pneumonia. This condition may impact the performance of the assay. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Patient self tester's alleging unexpected high inratio values. (B)(6). No reported adverse patient sequela. No additional information provided.